Manufacturer narrative:
Customer quality performed an investigation on the returned devices. Received part: 1 x 04.210.118s / va lockscr ø2.4 self-tap l18 tan / lot no. Unknown. 1x 04.210.088s / va-lcp buttress pin ø1.8 l18 tan / lot no. Unknown (concomittant) as received condition: 04.210.118s: there are mechanical damages visible at the screwhead as well as at threaded-shaft, so that affected areas have no anodized layer anymore. 04.210.088s: there are mechanical damages visible at the screwhead. Conclusion part 04.210.118s: our investigation has shown that there are mechanical damages visible at the screwhead as well as at threaded-shaft, so that affected areas have no anodized layer anymore. However because of these findings this complaint is rated as confirmed. The manufacturing review could not be performed as relevant lot number is not known at this time. Conclusion concomitant part 04.210.088s: our investigation has shown that there are slightlymechanical damages visible at the screwhead. The manufacturing review could not be performed as relevant lot number is not known at this. Time. There is no allegation against the buttress pin in the complaint description and therefore no further investigation will be performed on this part. Overall conclusion: unfortunately we only have limited information in the complaint description as well as the missing involved plate we cannot confirm how this happened. Because of the damage the complaint relevant dimensions cannot be checked for dimensional accuracy. We do suppose that most likely situation which could have caused the loosening of screw is that the screw was damaged during insertion surgery, e.g. Was not inserted aligned. Even though parts were returned, no final determination could be drawn. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported device was used in surgery for the distal radius fracture on (B)(6) 2017. The variable angle-locking compression plate (va-lcp) volar rim distal radius plate (drp) was used for the procedure. When the locking screw with the buttress pin was inserted to the second row of the distal holes, the plate was unable to be locked. According to the surgeon¿s opinion, since the area in the second row of the distal holes had been bent for a surgical purpose, the plate might have been difficult to be locked. In addition, the surgeon also pointed out that the threads of the screw might have been broken since the surgeon tried to re-insert the screw several times. The surgery was extended for an unknown period. No adverse consequence to the patient was reported. Concomitant device reported: va-lcp buttress pin ø1.8 l18 tan (part 04.210.088s, lot number unknown, quantity (B)(4). This report is for one (1) variable angle locking screw this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device returned to manufacturer. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID, date of birth and weight were not provided for reporting. Ud# (B)(4). Event occurred intraoperative. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter facility contact number was not provided. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported device was used in surgery for the distal radius fracture on (B)(6) 2017. The va-lcp (variable angle locking compression plate) was used for the procedure. When the locking screw with the buttress pin was inserted to the second row of the distal holes, the plate was unable to be locked. According to the surgeon's opinion, since the area in the second row of the distal holes had been bent for a surgical purpose, the plate might have been difficult to be locked. In addition, the surgeon also pointed out that the threads of the screw might have been broken since the surgeon tried to re-inset the screw several times. The surgery was extended for an unknown period. No adverse consequence to the patient was reported. Concomitant device: va-lcp buttress pin ø1.8 l18 tan (part# 04.210.088s, lot# unknown, quantity 1), va-lcp volar rime drp (left 6 holes, shaft 5 holes) (part# unknown, lot# unknown, quantity 1. This report is for one (1) 2.4mm ti va locking screw stardrive 18mm-sterile. This is report 1 of 1 for (B)(4).